Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while pacing a patient (age & gender unknown), a member of the staff touched that patient being externally paced and received an unintended delivery of energy. Complainant indicated that the staff member suffered nerve damage as a result of touching the patient during pacing.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity log showed no evidence to support the customer's report of being shocked while pacing. The log shows one instance of pacing and it did not involve a patient. This report is being closed as unsubstantiated. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report is updating information submitted on the initial medwatch report. Please reference section.